Manufacturer narrative:
Received one used and one new tego connector for evaluation on 9/27/24. As received, the used sample has seal tearing around the top of the tego, no visual damage or anomalies observed on the new sample. The reported complaint of a torn seal is confirmed. The probable cause of tearing on the top silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Lot history review and relevant commodities were reviewed, and a discrepancy was identified. Corrective and preventative actions are in process.

Manufacturer narrative:
E1 the initial report was received through: (B)(6). The device is not yet received. Investigation is pending completion.

Event description:
A complaint was received regarding a tego¿ connector that experienced breakage. This is 2 of 2 related complaints. It was reported that there was a torn membrane & broken septum; there is 3 samples available to return for testing. The problem happened during hemodialysis on (B)(6) 2024; tego was replaced with no further incidents, the problem was not detected before use, no adverse events with patients. No blood loss, no serious injury or death, no medical or surgical intervention required. Current patient status: the patient returned to baseline. Device was replaced with no further problems encountered. There was a patient involved and no patient harm. Update 1: the collected defective devices available to return for testing was lot 13943720 & 13794982, the problem was the same, torn membrane referring to the previous mention of outer membrane tearing during normal usage, same issue. Broken septum meaning the entire septal area collapsed into the housing during use (due to surrounding outer membrane separation). Resistance was encountered on 3 or 4 samples during saline syringe irrigation. Update 2: the defective tego are used and thus blood contaminated, but they instructed users to disinfect and remove as much residual blood as possible and place them in a sealed biohazard pouch. Nothing is attached to tego. They were used in hemodialysis and are not used for chemo or radiotherapy. They asked the users to provide samples of the mating devices that are used with the tego ¿ these would be sterile and unused syringes, and a short section of blood tubing with the luer connector that would access it.